Event description:
During a pulmonary vein isolation procedure using a brk-1 transseptal needle, a pericardial effusion occurred. After two transseptal accesses were obtained, left atrial geometry was created with a reflexion spiral catheter in the left atrium. A tacticath quartz ablation catheter was used to refine the geometry model in the left atrium when transseptal access was lost. The septum was reaccessed with the brk-1 transseptal needle and an agilis nxt introducer. Ablation of the left pulmonary vein was completed when low blood pressure was noted. Ice was used to diagnose a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device used. The physician indicated the perforation most likely occurred during one of the three transseptal punctures.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation in a potential complication with the use of this device.